Manufacturer narrative:
This report was submitted in regards to the heat exchanger side seam bond leak that was discovered during product performance testing. Product analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of cracks or damage throughout the oxygenator or ports. Additional inspection shows a blood path through the mandrel-to¿heat exchanger bond. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes, which revealed a leak at the heat exchanger side seam bond. Conclusion: medtronic confirmed a mandrel-heat exchanger bond leak through visual analysis and a heat exchanger side seam leak through device performance testing. During production every oxygenator is tested for leaks, and review of the device history record showed that the device met all manufacturing requirements prior to distribution. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure leak test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).

Event description:
Medtronic received information that during the use of this affinity oxygenator, a leak at the mandrel-heat exchanger bond was observed. There were no resulting adverse patient effects. Additional information was received, through product return performance testing, that the device leaked from the heat exchanger side seam bond during testing. The heat exchanger side seam bond leak was not reported by the customer.